Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During preparation for use in an unspecified procedure, it was found that the scope's image had horizontal stripe noise during angle adjustment. No harm reported.